Event description:
It was reported that the physician assumed the stent edges were located within range of the centers of respective markers and based on this understanding, the stent implant was positioned and deployed in the ostium of the left circumflex (lcx). However, the stent was deployed far proximal than expected. The stent was planned to be implanted at the ostium of the lcx, but the stent implant was actually deployed in a manner that the proximal edge of the stent implant was sticking out into left main trunk (lmt). Thus, to appose the struts which were sticking out, to the vessel wall, kissing balloon technique was performed, and a dissection occurred. Nothing was done to treat the dissection in the lmt, as a considerable time had elapsed since the initiation of the percutaneous coronary intervention (pci) and the hemodynamic status was stable. Although the dissection remained untreated, the stenosis of the target lesion was improved down to 0 percent. However, four days later, angiogram was performed to check on the dissection. Although the hemodynamic status was stable before re-pci, and the patient didn't present with chest pain, the dissection was more extended and spreading proximally. A 3.5 x 23mm xience v stent was implanted to treat the proximal part of the dissection in the lmt. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up report will be submitted with all additional relevant information. Dil cath: tazuna 2.5-15mm; sapphire 2.5-15mm; stent: 3.5-23mm xience v.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported dissection is a known adverse event listed in the xience v instructions for use. It should be noted that the IFU states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.